Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was charging for 3 hours and the ins battery level was not getting above ¾ charge. It was reviewed that it could take 4-6 hours with full coupling. They patient stated they start charging at ¼ or less and get full coupling. The patient was sent a replacement recharger and was told to contact a healthcare professional (hcp) if this did not resolve the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue started in late 2015 but the patient did not have a record of dates. The patient reported that their weight at the time of the event was "(B)(6)" but units were not provided. The patient stated "it never worked right after the new implant" and it was always the same with the manufacturer representative. The patient stated they were not doing something right. They stated the replacement recharger resolved the issue and it works great in a short period of time. No patient complications were reported as a result of this event.